Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Total right hip revision due to pain. Patient was exiting their car when they heard a crack. CT scan showed femoral head component was broken. During revision the surgeon had a difficult time removing the sleeve as the sleeve was almost cold welded on to the trunnion. Additionally, it was noted that the femoral head was almost broken completely in half. Procedure was completed successfully and there was no delay in surgery.

Manufacturer narrative:
The device was not received. An event regarding crack/fracture involving an unknown head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
Total right hip revision due to pain. Patient was exiting their car when they heard a crack. CT scan showed femoral head component was broken. During revision the surgeon had a difficult time removing the sleeve as the sleeve was almost cold welded on to the trunnion. Additionally, it was noted that the femoral head was almost broken completely in half. Procedure was completed successfully and there was no delay in surgery.

Event description:
Total right hip revision due to pain. Patient was exiting their car when they heard a crack. CT scan showed femoral head component was broken. During revision the surgeon had a difficult time removing the sleeve as the sleeve was almost cold welded on to the trunnion. Additionally, it was noted that the femoral head was almost broken completely in half. Procedure was completed successfully and there was no delay in surgery.

Manufacturer narrative:
An event regarding crack/fracture involving a delta head and trident shell was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: as per mar {...} the ceramic head was fractured with the a sleeve still affixed to one of the fragments. The devices were evaluated with the aid of a stereomicroscope at magnifications up to 50x. The ceramic head was fractured with three (3) fragments returned for analysis. The location of the primary fracture origin was determined based on the examination of the macro-features of the fracture surfaces. The exact location of the secondary fracture origin could not be determined due to chipping at the origin region. The locations of these origins indicate the off-axis loading of the sleeve consistent with the trauma event. The head fragments were reassembled; comprising of approximately 95% of the head. The sleeve affixed to fragment ¿a¿ had a longitudinal cut consistent with explantation damage.{...} dimensional inspection: not performed as the device was damaged upon return. Functional inspection: not performed as the device was damaged upon return. Material analysis: the material analysis concluded {...} the ceramic head was fractured with the sleeve still affixed to one of the fragments. The fracture origins were determined based on the features examined. The locations of these origins indicate the off-axis loading of the sleeve consistent with the trauma event. There was no evidence of manufacturing or material defects observed on the device features examined.{...} medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: {...}discussion: revision of biolox ceramic femoral head some 3½-years post implantation in a male patient of (B)(6) with unknown weight and high activity level. No trauma was involved. The arthroplasty did well on a high activity profile including skiing, hiking and dancing but patient suddenly experienced pain after a ¿loud bang¿ in the hip when exiting his car. X-rays and CT-scan confirmed a femoral head fracture after which revision surgery was performed with exchange of the femoral head for a cochr same size 40-mm/ +0 sample. During revision, the titanium sleeve adapter was very difficult to remove and required a diamond burr for removal. X-rays post implantation confirm an accolade tmzf stem implantation with reduced femoral offset when compared to the contralateral hip while the cup had a correct inclination but almost absent anteversion. The ceramic fracture occurred in the antero-lateral segment of the ceramic head. Materials analysis confirms the ceramic head was fractured with the sleeve still affixed to one of the fragments. The fracture origins were determined based on the features examined. The locations of these origins indicate the off-axis loading of the sleeve consistent with the trauma event. There was no evidence of manufacturing or material defects observed on the device features examined. Some comments: the ceramic fracture is well documented on x-ray. Several ceramic fragments are present as further visualized on the CT-scan 3-d reconstruction. As to the potential factors having contributed to the ceramic head failure after implantation of only a few years, there clearly are procedure-related factors evident that have contributed to the failure. Most importantly, cup position was suboptimal. Cup anteversion was close to zero as evident by the flat projection of the lateral cup opening on the ap view, normally this is a small oval. There is no lateral x-ray available to double-check the anteversion but the findings on the ap view alone are clear enough. Anteversion error contributes to potential impingement between cup rim and stem neck in flexion and/or internal rotation causing metal-metal contact between them while additionally subluxation of the femoral head becomes a possibility with certain movements of the hip. With ceramic-on-ceramic bearings such subluxation causes extremely high point contact loads, easily surpassing the mechanical strength of the ceramic material. Fracture through overload then becomes a real possibility. This happened after 3,5-years in this patient and a specific trauma is not required for such. A further factor to contribute to impingement was the low offset of the stem. A valgus neck configuration accolade stem was used which appeared not quite adequate for this patient as it under-corrected the hip offset when compared to the left hip. Hip offset is usually bilateral identical. No preoperative hip x-ray is available to further check this but the findings are clear enough on the ap pelvic view. A low offset does the femur approach the pelvic bone more closely and as such promotes bony impingement. There is no explicit proof for the presence of this but together with the cup malposition it quite likely still acts as a secondary relevant factor. The lower neck angle version of the accolade stem might have been a better option for this patient although cup malposition would still have been present to contribute to impingement. As based upon the CT-scan 3-d reconstruction, the fracture initiated in the antero-lateral segment of the ceramic head which would be consistent with point contact overload as a consequence of impingement, quite likely having occurred when the patient got out of his car when a subluxation with point contact to the ceramic head happened. Such maneuvers are associated with strong rotations in the hip where subluxation is easily possible. Also the fact that the titanium sleeve adapter for the ceramic head was almost ¿cold welded¿ to the trunnion may have had the same overload condition as principal cause. The mar confirms the fracture likely occurred during an acute traumatic overload, consistent with the facts and adverse sequences reported when the patient got out of his car. From the patient-related perspective, there is not much additional information. Patient weight was unknown although patient age was relatively low with (B)(6) with a high activity profile reported although this factor likely did not play a relevant role because the fracture occurred spontaneously during a ¿normal¿ daily maneuver as such, the root cause of this pi failure case is procedure-related regarding cup malposition through absent anteversion plus suboptimal hip offset reconstruction thereby causing peak point contact forces in the articulation with resulting overload condition. Because the surgeon is responsible for optimal component placement, this failure mode is procedure-related. The fact that both stem and cup were retained during revision surgery may indicate that the principal cause for the overload condition, cup and stem malposition, were not eliminated from the arthroplasty. This pi case is not device-related. Procedure-related factors: cup malposition through absent anteversion plus suboptimal hip offset reconstruction patient-related factors high activity profile probably not very relevant. Device-related factors: none as also supported by mar findings. Diagnosis: absent anteversion plus suboptimal hip offset reconstruction have contributed to peak point contact forces in the articulation with resulting overload causing a ceramic head fracture.{...} device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation concluded through a mar {...} the ceramic head was fractured with the sleeve still affixed to one of the fragments. The fracture origins were determined based on the features examined. The locations of these origins indicate the off-axis loading of the sleeve consistent with the trauma event. There was no evidence of manufacturing or material defects observed on the device features examined.{...} and clinician review {...} procedure-related factors: cup malposition through absent anteversion plus suboptimal hip offset reconstruction{...} {...}absent anteversion plus suboptimal hip offset reconstruction have contributed to peak point contact forces in the articulation with resulting overload causing a ceramic head fracture {...}.